Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the invasive blood pressure (p1) is reading low. There was no reported patient compromise.

Manufacturer narrative:
The tram was tested in depot repair and found to intermittently give low readings on invasive blood pressure p1 when connected to a simulator set to 120/60 mmhg. Tram das module hardware can fail over time due to mechanical stress of the equipment (i.e. Shock, vibration, temperature). This includes electrical connections becoming loose on the circuit board and discrete component failures. In this case, the ability to acquire data would be impacted and incorrect invasive blood pressure readings could be output to the host monitor. Root cause was determined to be a failure of the tram das module and the tram 451n das module was replaced to correct the reported problem. Further investigation into the reported failure could not be completed as the das module was scrapped. There are no cic or other tram 451n logs for investigation.